Event description:
Revision surgery - due to the patient falling and shattering their ulna.

Manufacturer narrative:
The suspect medical device on the initial medical device report was filed as (B)(4), it has been corrected to (B)(4). The concomitant part was reported as (B)(4) on the initial medical device report, it has been corrected to (B)(4). Manufacturer narrative: the reason for this revision surgery was the patient's ulna shattered. The actual length of in-vivo patient service was 7.3 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. A search of the device investigation history produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and they provided an original surgery date but no other information that advanced the complaint evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. Should additional information become available concerning this complaint, the complaint will be re-opened and a further review shall be conducted. The root cause for the patient's ulna shattering was reported as a fall. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.